Manufacturer narrative:
The post market quality assurance laboratory will analyze the lead when it is returned. This report will be updated once additional information is available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited occasional noise and oversensing resulting in the inappropriate storage of non-sustained ventricular events. An insulation issue was suspected. The tachy therapies were turned off and the patient was fitted with a life vest until a new rv lead could be placed. Subsequently, the lead was explanted due to fracture. A new rv lead was successfully implanted. No additional adverse patient effects were reported.